Manufacturer narrative:
The customer determined that the reagent 2 (r2) was not made up correctly. Reagent 2 mix was not added. It was determined that the root cause of the problem was operator error. The customer properly mixed reagent 2 and the system was determined to be operational. There was no need for a siemens field service engineer (fse) to visit the customer site. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
The customer determined that the reagent 2 (r2) was not made up correctly. Reagent 2 mix was not added. It was determined that the root cause of the problem was operator error. The customer properly mixed reagent 2 and the system was determined to be operational. There was no need for a siemens field service engineer (fse) to visit the customer site. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
The customer determined that the reagent 2 (r2) was not made up correctly. Reagent 2 mix was not added. It was determined that the root cause of the problem was operator error. The customer properly mixed reagent 2 and the system was determined to be operational. There was no need for a siemens field service engineer (fse) to visit the customer site. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
The customer determined that the reagent 2 (r2) was not made up correctly. Reagent 2 mix was not added. It was determined that the root cause of the problem was operator error. The customer properly mixed reagent 2 and the system was determined to be operational. There was no need for a siemens field service engineer (fse) to visit the customer site. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
The customer determined that the reagent 2 (r2) was not made up correctly. Reagent 2 mix was not added. It was determined that the root cause of the problem was operator error. The customer properly mixed reagent 2 and the system was determined to be operational. There was no need for a siemens field service engineer (fse) to visit the customer site. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
The customer determined that the reagent 2 (r2) was not made up correctly. Reagent 2 mix was not added. It was determined that the root cause of the problem was operator error. The customer properly mixed reagent 2 and the system was determined to be operational. There was no need for a siemens field service engineer (fse) to visit the customer site. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
The customer determined that the reagent 2 (r2) was not made up correctly. Reagent 2 mix was not added. It was determined that the root cause of the problem was operator error. The customer properly mixed reagent 2 and the system was determined to be operational. There was no need for a siemens field service engineer (fse) to visit the customer site. The instrument is performing within specs. No further eval of the device is required.

Event description:
Discordant glucose _2 results were obtained on an advia 2400 for 19 pts. The results were not reported to the healthcare provider. The pt samples were repeated on the same instrument and the corrected results were reported. There were no reports of adverse health consequences or known pt interventions due ot the discordant glucose_2 results.

Event description:
Discordant glucose _2 results were obtained on an advia 2400 for 19 pts. The results were not reported to the healthcare provider. The pt samples were repeated on the same instrument and the corrected results were reported. There were no reports of adverse health consequences or known pt interventions due ot the discordant glucose_2 results.

Event description:
Discordant glucose _2 results were obtained on an advia 2400 for 19 pts. The results were not reported to the healthcare provider. The pt samples were repeated on the same instrument and the corrected results were reported. There were no reports of adverse health consequences or known pt interventions due ot the discordant glucose_2 results.

Event description:
Discordant glucose _2 results were obtained on an advia 2400 for 19 pts. The results were not reported to the healthcare provider. The pt samples were repeated on the same instrument and the corrected results were reported. There were no reports of adverse health consequences or known pt interventions due ot the discordant glucose_2 results.

Event description:
Discordant glucose _2 results were obtained on an advia 2400 for 19 pts. The results were not reported to the healthcare provider. The pt samples were repeated on the same instrument and the corrected results were reported. There were no reports of adverse health consequences or known pt interventions due ot the discordant glucose_2 results.

Event description:
Discordant glucose _2 results were obtained on an advia 2400 for 19 pts. The results were not reported to the healthcare provider. The pt samples were repeated on the same instrument and the corrected results were reported. There were no reports of adverse health consequences or known pt interventions due ot the discordant glucose_2 results.

Event description:
Discordant glucose _2 results were obtained on an advia 2400 for 19 pts. The results were not reported to the healthcare provider. The pt samples were repeated on the same instrument and the corrected results were reported. There were no reports of adverse health consequences or known pt interventions due to the discordant glucose_2 results.